Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the analyzer measured high impedances and low amplitudes on the atrial channel. It was noted that the analyzer bay contact connector had corrosion and the battery had low voltage (depleted). The analyzer bay connector was cleaned and reseated, and the battery was replaced. The device passed functional, electrical, and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required unspecified repairs. No additional information was available. The programmer is expected to be returned. No patient complications have been reported as a result of this event. It was further reported that the programmer was returned. It was further reported on the service findings that the reason for return on the analyzer was high impedance and low amplitude measurements on the atrial channel.